Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high increasing impedance and oversensing of noise seen on electrocardiograms during arm movement. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient¿s spouse that the wires had come loose and that was the reason why the lead needed to be replaced; however, during lead revision and replacement, there were no mention from the physician of any loose lead issue.